Event description:
2024-mar-12 (B)(4) (hcp): information was received from a healthcare provider (hcp) via a patient regarding an external device. The reason for call was caller stated that patient reported their programmer hasn't worked in 2 years. Asked if patient was potentially referring to their ins but caller stated patient reported it was their programmer and they we're unable to turn programmer on. The caller was not with the patient. Reviewed that programmer runs on batteries so patient would just need to replace batteries but also speculated that patient may be referring to ins and that if overdischarged, they would need to confirm eligibility through healthcare provider (hcp) or by getting ins back up and running.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.